Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. The health care professional stated the flexi-seal control device was replaced by a flexi-seal signal device that worked properly. A f/u email was sent regarding the verbiage due to the fact that this is a foreign complaint which some wording did not translate, however, no add'l info was provided. No add'l pt/event details have been provided to date. Should add'l info become available a f/u report will be submitted. A return sample for eval is not expected.

Event description:
A health care professional called in and stated "the customer have reported that it is hard to fill the balloon of flexiseal control, (it cuffs much sooner with less water). After 12 hour, it began to lose liquid but only during the washing. After 24 hour, the device has been removed because it continued to leak liquid during the washing."